Event description:
It was reported that during insertion of the liberte' monorail coronary stent delivery system into the touhy, the stent came off of the delivery system. Another liberte bms was used to complete the procedure. There were no reported pt complications. Pt status listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.